Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for a polypectomy during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue, but it did not release from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for a polypectomy during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue, but it did not release from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results: the returned resolution 360 clip was analyzed, and visual inspection revealed that the clip assembly was detached from the bushing but remained attached to the control wire, indicating evidence of soft deployment. A microscopic inspection confirmed that the first activation had not been performed. No other problems were observed with the device. The reported event of the clip being unable to release from the catheter was confirmed. Upon analysis, the returned device showed evidence of soft deployment and no recorded activations. This indicates that the capsule detached from the bushing, resulting in a loss of functionality in opening and closing the clip properly. The soft deployment may have been caused by factors such as device insertion into the scope, physician technique, or unrecorded impacts to the joint during preparation. It is also possible that the joint capsule bushing detached due to an external force acting on the joint. Therefore, the most probable root cause assigned is adverse event related to procedure.

Manufacturer narrative:
Block e1 (initial reporter email address) has been updated based on the additional information received on (B)(6) 2025. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results the returned resolution 360 clip was analyzed, and visual inspection revealed that the clip assembly was detached from the bushing but remained attached to the control wire, indicating evidence of soft deployment. A microscopic inspection confirmed that the first activation had not been performed. No other problems were observed with the device. The reported event of the clip being unable to release from the catheter was confirmed. Upon analysis, the returned device showed evidence of soft deployment and no recorded activations. This indicates that the capsule detached from the bushing, resulting in a loss of functionality in opening and closing the clip properly. The soft deployment may have been caused by factors such as device insertion into the scope, physician technique, or unrecorded impacts to the joint during preparation. It is also possible that the joint capsule bushing detached due to an external force acting on the joint. Therefore, the most probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for a polypectomy during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue, but it did not release from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.